Event description:
A customer reported that their automated external defibrillator failed to power on during an attempted rescue on march 30, 2026. Emergency medical services arrived on scene, at which point they assumed patient care. The patient survived and was transported to the hospital. Following the event, when a spare battery was installed, the AED powered on successfully and displayed a service code.

Manufacturer narrative:
The failure of the AED to power on during the rescue was determined to be due to a depleted battery. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 1/29/24 the AED identified that the AED battery was measured at a critically low state and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 2/04/24 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 4/02/26 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.